Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller reported receiving message from doctor today regarding impedance issues on all 4 contacts on a patient with interstim x. Agent reviewed considerations for impedance issues and programming. Caller is going to see the doctor today and will review.

Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2qdm3. Implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of impedance issues on all 4 contacts was undetermined. The most likely cause was unknown, however it was discovered that the lead was protruding underneath the skin at the midline insertion point, but no notable damage was seen.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of impedance issues on all 4 contacts was undetermined. The most likely cause was unknown, however it was discovered that the lead was protruding underneath the skin at the midline insertion point, but no notable damage was seen. The lead has been severed near the battery to assist with removal. Lead was found to be intact and fastened into the head of the battery.

Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2qdm3, implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The lead impedance was detected across all 4 electrodes prior to removal, though impedance ranges were not noted. The doctor tugged on the lead where it was inserted into the battery header and the lead appeared to be secured. The doctor did not unscrew the lead from the battery, but instead cut the lead to keep the lead secured inside the battery header.

Manufacturer narrative:
H3: analysis of ins 97800 (serial #(B)(6) found that it passed all functional testing. Analysis of lead 978b128 (lot# va2qdm3) found the {x} conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.